Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: there was no evidence in the black box due to being over written with continued use. No power issue during investigation. Threads were intact no cracks or corrosion in the battery compartment and battery cap. Opened pump and removed from case and there was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump lost power a month ago. The patient stated that they change the batteries every two days. The patient stated that the battery cap was secured. The patient changed battery cap prior to powerloss a month ago. The patient stated that there was no low battery or no replace battery alarms. The patient confirmed no visible damage/moisture/corrosion to cap and battery compartment. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.